Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported the patient was on impella 5.5 support. The patient had runs of ventricular tachycardia. The pump was explanted four days later and the patient survived the explant.

Event description:
The complainant also reported the patient was impella 5.5 support experienced a placement signal not reliable alarm, and the position was adjusted.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. There was no problem found regarding the pump for the optical signal issue. The optical signal issue is captured against the console in 24-37994-2. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include placement signal issue description. D10 concomitant medical products and therapy dates.

Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vt could not be determined. Corrections to the initial MFR report: g1 MDR reporting contact email.